Event description:
It was reported that the bd autoshield¿ duo pen needle broke off. The following information was provided by the initial reporter: bd autoshield sharp malfunctioned, needle became logged in the top of the insulin cartridge diaphragm.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two photos of the 30gx5mm auto shield duo pen needle. The customer reported that the needle became logged in the top of the insulin cartridge diaphragm. The photos were examined and reveals a broken cannula still attached to the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (breaks off during use npe). As no physical samples were returned for investigation it is not possible to determine the root cause.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2091864. Medical device expiration date: 31-may-2025. Device manufacture date: 01-apr-2022. Medical device lot #: 1232944. Medical device expiration date: 30-sep-2024. Device manufacture date: 20-aug-2021. Medical device lot #: 2091865. Medical device expiration date: 31-may-2025. Device manufacture date: 01-apr-2022.

Event description:
It was reported that the bd autoshield¿ duo pen needle broke off. The following information was provided by the initial reporter: bd autoshield sharp malfunctioned, needle became logged in the top of the insulin cartridge diaphragm.